Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It is unknown if the device failed to meet specifications. The device was being used for treatment. A potential root cause of the reported event could be "inadequate design selection (shear failure due to transverse loading)". The alleged event is most likely associated with possible procedural/surgical complications. Transverse loading)". The alleged event is most likely associated with possible procedural/surgical complications. The suturing devices are 100% tested (actuated/fired with bullet suture or implant suture) after manufacturing by std medical as well as visually and functionally inspected by bard shannon.the lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿caution: federal (USA) law restricts this device to sale by or on the order of a physician. This product is intended for use only by physicians trained in the surgical procedures and techniques required for pelvic floor reconstruction. The physician is advised to consult the medical literature regarding techniques, complications, and hazards associated with the intended procedures. Device description the fixt¿ suturing device is a device designed as an aid for the placement of sutures during pelvic floor surgery. Indications for use the fixt¿ suturing device is intended for use in general suturing applications to assist in the placement of suture material in tissues at the operative site. Contraindications the fixt¿ suturing device is contraindicated for placing sutures into or through bone. Warnings the instrumentation associated with the placement of suture material can carry an inherent risk of bleeding. Use only needles and suture specified for use with the fixt¿ suturing device. After use, the product and its packaging should be treated as a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state, and federal laws and regulations. Precautions ¿ the fixt¿ suturing device has not been evaluated in human subjects. ¿ based on physician experience and training, a thorough assessment of each patient should be made to determine their suitability for the procedure. Consideration should also be given to the ability of the patient to tolerate the surgical procedure. ¿ the fixt¿ suturing device should only be used with size 0 fixt¿ sutures with fx45 needles. ¿ when loading an fx45 needle into the fixt¿ suturing device, ensure that the tip of the needle does not protrude from the needle deployment mechanism. ¿ do not place excessive counter-traction on the suture material, as this may result in interference with the deployment mechanism and may damage the suture material. ¿ once the suturing mechanism has been activated, continue depressing the handle until the needle has been fully deployed. Stopping mid-stitch may dislodge the needle from the deployment mechanism and cause an inadequate transfer of the needle to the capture mechanism. ¿ once the suturing mechanism has been activated, do not rotate or torque the fixt¿ suturing device, as this may result in patient injury. ¿ the fixt¿ suturing device is provided sterile inside a holding tray within an outer box. The holding tray is not sterile and may not be placed in the sterile field. Transfer the device to the sterile field using aseptic techniques. ¿ check the integrity of the packaging before use. Do not use the device if the packaging is opened or damaged. ¿ as for any sterile surgical instrumentation, it is recommended to open the tray at the time of use. ¿ the fixt¿ suturing device is intended as a single-patient use device. Do not re-sterilize any portion of the fixt¿ suturing device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : no sample received.

Event description:
It was reported that as a result of having the product implanted the patient has experienced chronic pain, incomplete emptying, urgency, fecal incontinence, fissure, feeling bloated, low back pain on right side radiating to right hip and pelvis, frequent leakage, rectal pain, hip pain up in the anal canal, pelvic pain, injury, dyspareunia, altered bowel movements, altered sensation, pain during intercourse, pain in lower spine where the tacks were inserted, anterior rectocele, internal prolapse, foreign body sensation, anal canal congestion, small bowel enterocele, and required surgical and non surgical interventions.

Manufacturer narrative:
The product family for this women¿s health product is unknown; and therefore, the appropriate labeling /product documents for review could not be determined.

Event description:
The patient¿s attorney has alleged a deficiency against the device. The litigation does not specifically state which product was used on the patient therefore an unknown complaint is being entered. Additional information has been requested but not yet received. Additionally, it was reported by the patient's attorney that as a result of having the product implanted the patient has experienced chronic pain, incomplete emptying, urgency, fecal incontinence, fissure, feeling bloated, low back pain on right side radiating to right hip and pelvis, frequent leakage, rectal pain, hip pain up in the anal canal, pelvic pain, injury, dyspareunia, altered bowel movements, altered sensation, pain during intercourse, pain in lower spine where the tacks were inserted, anterior rectocele, internal prolapse, foreign body sensation, anal canal congestion, small bowel enterocele, and required surgical and non surgical interventions.